Event description:
Representative from the billing department for a (B)(6) called requesting insurance billing assistance for port removal due to infection. This person did not have any event information and did not feel comfortable providing patient information. Follow up with this (B)(6) did not provide any additional information, at this time.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, the date of the event, and the implant and explant dates. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because, no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Infection is a surgical and physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the serial number and the implant date has been requested. Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."